Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported the customer received a compromised force sensor system alarm. It was also found the customer had received a no delivery alarm in the past. Customer's blood glucose was 200 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer also stated their insulin pump was dropped a few days ago. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.